Manufacturer narrative:
Investigations results: product novopen 3, batch number: rv40195. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During test of the device it has not been possible to detect any irregularities. A batch trend report has been created. Nothing abnormal was found. The product was found to be normal.

Event description:
Pt had a problem with the novopen 3, the pen was not injecting. Insulin [device failure]. Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: this serious spontaneous case from (B)(6) was reported by a diabetes nurse specialist as "pt had a problem with the novopen 3, the pen was not injecting insulin" with an unspecified onset date, "diabetic ketoacidosis" with an unspecified onset date, and concerned a (B)(6) female pt who was treated with novopen 3 (insulin delivery device) from an unk start date for type 1 diabetes mellitus. Pt's height, weight and body mass index: not reported. Medical history includes type 1 diabetes mellitus (duration not reported). Concomitant products included novorapid penfill (insulin aspart) and lantus (insulin glargine). The pt was on novorapid penfill and lantus for a long time. It was reported that, the pt had a problem with the novopen 3; the pen was not injecting insulin. The pt was admitted to hospital with diabetic ketoacidosis, ketones and high blood sugar levels. The pt recovered on an unk date. Action taken to novopen 3 was that the pens were returned to novo nordisk to investigation. The outcome for the event "pt had a problem with the novopen 3, the pen was not injecting insulin" was not reported. The outcome for the event "diabetic ketoacidosis" was recovered.